Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) in patient office visit the implantable pulse generator (ipg) exhibited long pauses on electrocardiogram (ECG). The ipg remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.